Event description:
Customer reported that they were missing 7-segments of heart rate value on front pcb. Distributor confirmed the failure to be the spo2 (saturation) side of the monitor, and replaced the front pcb board. No pt was involved.

Manufacturer narrative:
(B)(4). No product returned to covidien. A similar investigation has been performed in 2936999-2013-00113, (B)(4). Serial number precedes a preventive action taken by the manufacturer.